Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed 02 sep 2015.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2014 due to mrsa and was treated with intravenous antibiotics. The patient was reportedly discharged from the hospital on (B)(6) 2014 and was to continue 'IV' antibiotic treatment (duration not reported). Subsequently the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.